Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that on (B)(6) 2014 end user states the wheel locks would not hold so the dealer replaced them with tag wheel locks.